Manufacturer narrative:
(B)(4).

Event description:
It was reported the implant ¿did not work¿ and the ¿had to put another back in the same day.¿ it was unknown why ¿it didn¿t work.¿ additional information has been requested, a follow up report will be sent if additional information is received.